Manufacturer narrative:
Concomitant medical products: 8015; 20128e; syringe tubing; 8110; 8100; 1000ml braun bag; non-bd extension set; (2) non-bd set; therapy date (B)(6) 2019. Patient age and dob requested but not provided, however the event reportedly occurred in the nicu, therefore it is presumed that the patient was a neonate patient. The customer report that the tubing leaked at the y-site port was confirmed. It was observed that fluid leaked/streamed out from the second smartsite valve of the received primary set. Further inspection observed a puncture on the top of the smartsite valve piston. The cause of the observed leak was due to a damaged smartsite valve piston. The noted damage can cause the customer's other reported issue of blood back up into the tubing set. The most likely cause of the noted damage was due to the valve being accessed by a mating component other than an expected needleless connector.

Event description:
It was reported that the tubing set leaked at the proximal port below the clamp and caused the patient's blood to back up during a tpn infusion in the nicu. Tpn 336.6ml was infusing at a rate of 13.9ml/hour for the duration of 24 hours via the neonate patient's umbilical venous catheter. The customer further stated that there were no adverse effects caused to the neonate patient.